Event description:
It was reported to philips that the device an error message indicating the system had a memory problem, which can impact imaging. The device was in clinical use at the time of reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in coronary diagnosis procedure when the issue occurred, and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and found that the problem with memory space error. Analysis of the system log file confirmed the reported malfunction and problem with the ippc. Fse replaced image disks. Fse replaced the host pc and image storage computer (ip pc) with new computer models, upgraded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.